Manufacturer narrative:
Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that pen ii omnitrope pen 10 plunger lost resistance. The following information was provided by the initial reporter: plunger lost resistance. Mother said that her son said that the pen isn't working its slipping as he puts it in. Instead of it clicking when you hit the button it goes real slow and he said he is not getting his full dose.

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is sandoz. This site is an OEM manufacturing site. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ii omnitrope pen 10 plunger lost resistance. The following information was provided by the initial reporter: plunger lost resistance. Mother said that her son said that the pen isn't working its slipping as he puts it in. Instead of it clicking when you hit the button, it goes real slow and he said he is not getting his full dose.